Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use (IFU) as a known patient effect that may be associated with use of a peripheral stent system. A conclusive cause for the reported stent damages, patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent was implanted in the popliteal lesion. Eight months later, per imaging, the stent was noted to be fractured with a loss of intimal integrity, collapsed, twisted and occluded. There was no additional information provided.